Event description:
Hospital reported that customer was hospitalized due to high blood glucose and dka. Also reported that the customer told family member that pump lost current date after battery change.